Event description:
It was reported that the pump was removed a few years ago because the medication gave patient "side effects" and it wasn't helping with her pain and dystonia for which it was implanted. It was added that patient was in the hospital for an MRI, "when they were turning the pump on and off, when they do the MRI, that's what caused the boluses, the extra boluses- accidentally gave two boluses instead of just one and it stopped the heart." It was stated that the "treatment wasn't working; the medications weren't helping; and plus that scared us really bad." In regards to the medication it was stated that "all different kinds of medications" were in the pump and specific medications were not reported at the time of this report. Per the reporter the pump was explanted and the catheter was left implanted. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model: 8711, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).

Event description:
Additional information: the neurosurgeon did not feel that the pump was the cause of the patient's pain.